Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a steel 6 mm, 23-inch infusion set, prompting guided troubleshooting to perform a full supply change including cartridge replacement, connector and tubing setup, tubing fill, and infusion set replacement; the fill cannula step was being explained when the call disconnected, and the lot number could not be retrieved thereafter, though glucose reportedly returned to range later. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included user education and troubleshooting through a complete infusion system change. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the hyperglycemia resolved after the supply change, which supports an unclear cause that could include infusion or set-related issues that were not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.